Manufacturer narrative:
There is no connection that can be at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient injury and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. To date this is the only reported complaint for this manufacturing lot of 132 units released for distribution in december, 2006. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of perfix plug, patient had pain and hernia recurrence thereby underwent repair. Updated fields: a2, b4, b5, b7, e3, g1, g3, g6, h2, h6, h10. This supplemental emdr represents perfix plug (device #1). An additional emdr was submitted to represent perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007 - the patient underwent surgery to repair a direct inguinal hernia. As reported, a perfix plug, was implanted to repair the hernia defect. (B)(6) 2010 - the patient underwent an additional surgery to repair a recurrent hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to repair a second recurrent hernia defect. It is alleged by the patient's attorney that the perfix plug used in the patient's hernia repair surgery failed, resulting in pain and suffering, doctor visits, subsequent procedures. It is alleged that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿there was a large, direct defect. This was dissected free and pushed back into the preperitoneal space. An extra large perfix plug (device #1) was then placed within the hernia defect and the onlay mesh was put in place, the tail was brought around the cord structures and secured to the inguinal ligament inferiorly and the abdominal wall superiorly." (B)(6) 2010 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, ¿there was hernia recurrence coming out of the external ring and a medial perfix plug (device #2) was placed in this external ring and secured.¿ (note: there is no mention/visualization of device #1 during the procedure). (B)(6) 2014 - patient was diagnosed with recurrent left inguinal hernia and pain thereby underwent laparoscopic repair with implant of 3dmax light mesh (device #3). Per operative notes, ¿the hernia sac was identified and was noted to be an indirect hernia and lateral to the mesh, which was in place and did not appear to be causing any problems. The hernia defect was completely cleaned of all preperitoneal fatty attachments. A left sided, large, 3dmax light mesh (device #3) was placed.¿ attorney alleged that the patient had hernia recurrence and pain.

Manufacturer narrative:
There is no connection that can be at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient injury and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2006. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007 - the patient underwent surgery to repair a direct inguinal hernia. As reported, a perfix plug, was implanted to repair the hernia defect. (B)(6) 2010 - the patient underwent an additional surgery to repair a recurrent hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to repair a second recurrent hernia defect. It is alleged by the patient's attorney that the perfix plug used in the patient's hernia repair surgery failed, resulting in pain and suffering, doctor visits, subsequent procedures. It is alleged that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.